Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater than 600 mg/dl) and 151 mg/dl. Customer administered 9 units of humalog insulin based upon the reading of 151 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.